Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with serial number label damage (faded and stained, battery tube threads - cracked, broken belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, keypad overlay peeling, cracked keypad overlay at select button, stained keypad overlay, cracked reservoir tube lip, scratched case and pillowing keypad overlay. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case on the battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported crack on the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.